Event description:
Patient placed on oscillator; 40 minutes later, it began to audibly alarm and the oscillator stoplight was on. The piston position indicator was pushed to the extreme right. Pt was bagged with o2 while repeated attempts made to restart oscillator. Unit was replaced. No untoward outcome to patient.

Event description:
Patient placed on oscillator; 40 minutes later, it began to audibly alarm and the oscillator stoplight was on. The piston position indicator was pushed to the extreme right. Pt was bagged with o2 while repeated attempts made to restart oscillator. Unit was replaced. No untoward outcome to patient.